Manufacturer narrative:
UDI added to this new MDR follow-up upon the subject programming head reception; the complaint is confirmed: it presents with cracks in the lower casing on three sides. These cracks were most probably triggered by falls onto a hard surface. The subject programming head is still functioning, but it is likely to sooner or later, malfunction since there is possible failure of a surface-mount component. This case is retained for trending proposes.

Event description:
Reportedly, the subject programming head cpr4 is broken.

Manufacturer narrative:
New MDR for investigation conclusions imdrf code update. Upon the subject programming head reception, the complaint is confirmed: it presents with cracks in the lower casing on three sides. These cracks were most probably triggered by falls onto a hard surface. The subject programming head is still functioning, but it is likely to sooner or later malfunction since there is possible failure of a surface-mount component. This case is retained for trending purposes.

Event description:
Reportedly, the subject programming head cpr4 is broken.

Manufacturer narrative:
Upon the subject programming head reception, the complaint is confirmed: it presents with cracks in the lower casing on three sides. These cracks were most probably triggered by falls onto a hard surface. The subject programming head is still functioning, but it is likely to sooner or later malfunction since there is possible failure of a surface-mount component. This case is retained for trending purposes.

Event description:
Reportedly, the subject programming head cpr4 is broken.

Event description:
Reportedly, the subject programming head cpr4 is broken.

Manufacturer narrative:
New fu MDR for investigation conclusions imdrf code update. Upon the subject programming head reception, the complaint is confirmed: it presents with cracks in the lower casing on three sides. These cracks were most probably triggered by falls onto a hard surface. The subject programming head is still functioning, but it is likely to sooner or later malfunction since there is possible failure of a surface-mount component. This case is retained for trending purposes.